Event description:
Alleged event: the clips were not loading properly. The clips were not staying in and coming off the jaw of the device. The ratchets did not function. No clips remained in the patient. The patient's condition is fine.

Manufacturer narrative:
The device history record review of the product conmed 5mm automatic clip applier, lot #73e1400037 did not show issues related to the complaint. The device sample has been returned to the manufacturer however the investigation report has not been submitted at the time of this report. The manufacturer will continue to monitor and trend related complaints.